Event description:
A malfunction alarm was reported with a code malf 12. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue arises again.